Event description:
The customer reported the unit did not acquire lead v6 during the 12-lead operation.

Manufacturer narrative:
The philips fse confirmed the failure and remedied it by replacing the measurement connector module which includes the ECG connector.